Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system ((B)(4)) doesn't fully boot up. No patient involvement.